Event description:
The incident occurred during a procedure while cauterizing the graft. The graft flamed and smoked and was damaged due to catching on fire. The burned end of the graft had to be cut off.